Event description:
Ventilation tube surgically placed in ear 2/15/90, extruded 9/5/91, leaving hole in tympanic membrane, a large hole which never healed over a given period of time, under medical supervision. Pt now has maximum conductive hearing loss and must always protect from water contamination. Bones of hearing also misaligned due to hole.